Manufacturer narrative:
Failure analysis revealed that the insulin pump had an unresponsive button as a result of a corroded keypad trace. However, the device passed the occlusion, prime, excessive no delivery, and displacement tests.

Event description:
The customer reported that the insulin pump alarmed button error and was not able to clear. Days later, it was reported that the customer checked herself into the hospital after receiving a button error and did not have a back up plan. No further info was provided.